Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad unresponsive. Customer¿s blood glucose was 142 mg/dl at the time of incident. Customer stated insulin pump had blank screen and insulin pump shows a stuck button alarm. Customer states they were able to clear the alarm. Customer did not receive a battery failed alarm. The insulin pump will not be returned for analysis.